Manufacturer narrative:
Device code c133496 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that 7 pumps or about 10% of them had had the same catheter issue where scar tissue developed at the connector to the pump and the scar tissue worked its way in-between the catheter and the pump and occluded it (see regulatory report #3004209178-2019-08219, and #3007566237-2019-00942). It was too loose where the catheter sc connection was. The cases started as catheter revisions and then when they went in to do the revision, they saw the scar tissue growth issue. With the old catheters, the hcp sutured the connection piece onto the pump but the new mobile/moving sc type catheters was where the problem was because they were not sutured on tightly so the scar tissue grew into the catheter and occluded it. It was then stated the issues began at least a year and a half ago, relative to 2019-apr-19. This information conflicted with the report of over the last year.

Manufacturer narrative:
Adverse event or product problem- changed to reflect device allegation. Related events reported in regulatory reports #3004209178-2019-07960, #3004209178-2019-07941, #3004209178-2019-07979, #3007566237-2019-00919, and #3007566237-2019-00920. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 24-aug-2009, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient had an increase in spasms and poor spasticity. They had brought them in for diagnostic testing and determined there was an issue with the catheter. They brought them in for surgery and during the case, the neurosurgeon described seeing "fibrous debris" inside the sutureless connector (sc). After they replaced the sc, they were able to aspirate and get good back flow. The hcp and the neurosurgeon were thinking there may be an issue with the design of the new sc, which may explain why they had had 6 different patient's all with the same issue. These issues started over the last year (relative to (B)(6) 2019). There were no further complications reported at this time.